Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the inflation lumen, guide wire lumen, balloon and on the outer member. The balloon was loosely folded. The distal end of the balloon was folded over itself. The inner member was separated 1.4 cm distal to the guide wire exit notch. The material was stretched and jagged at the separation. The outer member was separated 6.9 cm distal to the guide wire exit notch. The material was stretched and jagged at the separation. The outer member was separated 6.9 cm distal to the guide wire exit notch, at the transition area. The material was not stretched or jagged at the separation. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. The returned sds could not be front loaded through a new guiding catheter due to the damage. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation could cause serious injury. Device issue: distal shaft separation. It was reported that after successfully deployment of the stent, the stent delivery system (sds) was retracted, but could not be pulled into the guide catheter. Several attempts were made to pull the sds through the guide catheter, until the distal shaft became separated. The separated shaft was removed inside the guide catheter. It was further reported that it was possible that the device was being removed before the balloon was completely deflated. There were no patient effects. No additional event or patient information is available.